Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that buttons of insulin pump was not responding always. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. Customer stated that insulin pump was not dropped and not exposed to moisture. The insulin pump will not be returned for analysis.